Event description:
It was reported that the pump was alarming, and the screen displayed a high-pressure alarm. The continuous infusion rate was 2.2 ml/hr, and the total reservoir volume was 100 ml. The given volume was 100 ml. The air detector was off, the upstream sensor was off, the length of infusion was 46 hours, and the lock level was 02. A closed system transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing; it was primed with normal saline (ns) first, then connected to the pump. Per reporter, they did switch the pump so the patient could receive the full treatment. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). The device history record of reported lot number: 4461342 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.